Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported mild epithelial ingrowth under flap superiorly on a patient's left eye post lasik. Patient complains of poor vision especially while looking at a computer screen or cellphone. Patient also complains of halos around lights. Upon follow up, patient is using artificial tears. Vision is really well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the completed technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatment was performed successfully without any error and warring message. The energy was stable during treatment. No relevant deviation between planed and performed energy is detectable for the treatment. Clinical review shows the provided cut documentation does not provide any signs linked to the reported complaints. Heme in the flap, edema and epi ingrowth ay be related to surgeons technique and especially the post op care. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).